Event description:
It was reported that the patient with this artificial urinary sphincter experienced urinary incontinence, leading to a surgical intervention. During the procedure, the cuff was replaced with a smaller sized one, as the physician considered it provided a better fit for the patient. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.